Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient¿s ¿failure to follow proper therapy instructions.¿ it was not reported if the patient was hospitalized. Treatment details and the patient¿s recovery status were not reported. Apd therapy remained ongoing. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.